Manufacturer narrative:
With all the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors, which resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD accelerated depletion advisory population. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation determined that the high current drain, and resultant premature battery depletion, was caused by a capacitor component that was compromised due to excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have not been in storage mode as expected during pre-implant interrogation. This device was never implanted and subsequently returned for analysis. No patient involvement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have not been in storage mode as expected during pre-implant interrogation. This device was never implanted and expected to be returned for analysis. No patient involvement.